Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 433 mg/dl. The customer treated their high with the insulin pump and water. The customer was able to lower their blood glucose to around 200 mg/dl. Customer also reported adhesive issues with their infusion set. Troubleshooting was not completed for the adhesive issue. The customer declined to troubleshoot for their high blood glucose. The insulin pump will not be returned for analysis.